Event description:
This (B)(6) woman had done quite well for two year following implantation of a heartmate ii device. Over the past several weeks, she is noted to have increasing size of hemolysis despite adequate anticoagulation. A CT angiogram and echo study.